Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, broken battery tube threads, missing display window cover, scratched case, pillowing keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. Pump passed functional testing. Confirmed pump connected and calibrated successfully to a test transmitter/sensor. Cosmetic damage was confirmed at battery compartment and battery cap during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a serter anomaly, a battery cap compartment damage, and damage (physical or cosmetic) to battery compartment too. The customer reported hemorrhage or bleeding, which did not require treatment. The event involved product(s) mmt-305qs, mmt-1884l, and mmt-7040a. The customer reported blood at the site. The customer reported that the battery cap compartment was damaged. Damage was on metal contacts. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer was reporting that the sensor serter did not fire. Serter would not release the sensor after troubleshooting. No further patient complications were reported. Mmt-305qs was requested, and the customer responded that the device would be returned. Mmt-1884l was requested, and the customer response was that the device would be returned. No product return is required for mmt-7040a.